Manufacturer narrative:
Results: inherent risk of the procedure (death). (B)(4).

Event description:
Patient's current cardiac status at time of index procedure was acute coronary syndrome (non-stemi). Balloon angioplasty in the diagonal was performed and an endeavor sprint rx stent was implanted in the distal lad. There appeared to be a distal edge dissection and this was treated with a second endeavor sprint rx stent. A third endeavor sprint rx stent was implanted in the proximal lad. There also appeared to be a small dye stain in the atypical portion of the myocardium, this is likely related to a tiny wire perforation. This was watched and definitely sealed off. The patient was sent home on aspirin and plavix and coumadin was discontinued. Patient was readmitted approximately 4 days later after she was found to have an st segment elevation myocardial infarction. There was a repeat cardiac catheterization which revealed acute occlusion of the entire left anterior descending artery secondary to thrombosis most likely related to edge dissection to the previously placed stents. Patient was also found to have a totally occluded diagonal. The patient underwent stenting of the proximal lad with 2 endeavor sprint drug eluting stents placed during revascularization procedure carried out 4 days following index procedure. It was reported that the patient was hospitalized for pneumonia approximately 2 months post index procedure and approximately 7 months post index procedure. The patient was treated with medication on both occasions and was discharged in a stable condition. Approximately 11 months post index procedure, the patient presented to the hospital with (B)(6) pneumonia. The patient was treated with medication but indicated that palliative care only was desired. The patient expired 2 weeks later. Cause of death was reported to be cardiopulmonary arrest, respiratory failure and aspiration pneumonia. The death was not reported to be associated with a myocardial infarction or stent thrombosis. Reference MFR#s 2953200-2010-02482, 2953200-2010-02483, 2953200-2010-02484, 9612164-2011-01672 and 9612164-2011-01673.

Manufacturer narrative:
(B)(4)

Event description:
It is reported that approximately 4.5 months post index procedure, the patient suffered an mi in an unknown vessel. The clinical events committee adjudicated that it was an arc mi.